Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: section d was submitted in error with the concomitant device information instead of the unknown abutment. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated to unknown. D2: common device name was updated to unknown abutment. D4: catalog and lot number was updated to unknown / not provided. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G4: PMA/510(k) number not available. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported unknown zimmer abutment for evaluation. Visual evaluation of the as returned device identified fractured abutment fragments stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the abutment was fractured and we were not able to retrieve the broken part from the inside of the implant. The implant at tooth site #7 was removed and replaced with a new implant due to the fractured abutment.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.